Manufacturer narrative:
Qc on the day of the event showed erratic recovery. A field service engineer (fse) went on-site, evaluated the instrument and performed ise testing which passed specifications. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results generated by the unicel dxc 600 pro synchron clinical system. The samples were rerun on a different instrument which gave higher results and the reports were amended. The results provided by the customer are shown in the attachment. The customer did not receive any report of death, injury or change to patient treatment attributed to or connected with this event.